Event description:
I live in a humid climate and have been using the phillips dreamstation CPAP machine since (B)(6) 2016. In a normal follow up visit for pft with my pulmonologist on (B)(6) I had complained of dizziness, cough, and what felt like a sinus infection. I had no fever but some of these symptoms persisted for quite some time (even years before) off and on. Most recently I had been feeling fatigued even with normal CPAP use. He said after examining I had blood on top of my done in both ears, and gave me a zpak. I had not heard of the recall yet nor did he inform me while I was in the office. I promptly started the medication that day still feeling symptoms. The next morning I actually called the office and asked the staff again if there was any way to clean the inside pipes of the unit as I suspected it could be something trapped inside. I never liked that there was no way to do this. The lady said there was actually a recall on my CPAP but only for people that used soclean ozone devices and sent me a link to a form on email that didn't work when I clicked on it. I contacted my insurance afterwards, referred to their supplier, then told by (B)(6) to contact baycare for my special situation and she could not help me after speaking to her manager. Baycare had been a horrible experience for me in the past as they fraudulently sent me equipment I never asked for and charged my mra even after items I didn't want were returned. Some people were rude and one I recall even complained about their employer to me patient. I did not get a hold of anyone before they closed and today is saturday. I'm on day two of meds, still dry cough, some breathing issues, and dizziness. Last night I was told by a friend that I should look into the recall as he heard it could cause lung cancer. This morning (saturday) I found this FDA warning which makes me angry that my doctor did not tell me about it, and why didn't he tell me to immediately stop using the machine and find an alternative knowing my symptoms directly link to these problems I was experiencing. Had I not read your article I would have continued use the CPAP more. I will try your link but I need a CPAP that won't continue to make me ill. FDA safety report ID # (B)(4).